Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow-up report will be submitted. Health effect impact code: no adverse event, no patient impact e1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6). H3 other text : device not returned.

Event description:
The customer reported the rad-97 started to give wrong values in the measurement of blood pressures. She said that she changed the armband/sleeve and that she continued to give values that were not appropriate to the situation. Unknown if values were high or low. There was no patient impact or consequence reported.